Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 830515f catheter. The proximal balloon windings were damaged. Blood was visible in the proximal balloon windings. The catheter body appeared wavy between 15cm to 20 cm from the catheter tip. The balloon was inflated using 4cc water and the balloon inflated concentric and did not leak. The balloon could not be completely deflated without aid from an external source. The free deflation time shall be less than or equal to 80 seconds. The balloon deflation time was out of specification. The proximal windings were removed and the balloon latex was inverted to show the nylon yarn under the balloon latex. An unknown crystal was found filling up the gaps between the braided nylon yarn. The crystal appeared to restrict the inflation lumen. The unknown crystal has been sent for chemistry analysis. Upon completion of the analysis, a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "failed to deflate" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, venous thrombosis, catheter tip separation, rhythm disturbances, infection, damage of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incidental to the use of atrioseptostomy catheters. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. A balloon that does not inflate or deflate would be discovered upon inspection and the catheter can be exchanged with a minimal delay in treatment. The IFU states, ¿care must be exercised to avoid damage to the balloon during insertion of the catheter¿. If the balloon deflation difficulty is not discovered prior to use, blood flow could be compromised between the heart chambers. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. The unknown crystal was sent for additional evaluation. Per the chemistry report, eds detected the following elements in the unknown material: silicon and magnesium. Ft-ir analysis is inconclusive as no significant ir fingerprints were detected. The manufacturing process for the reported model and part number was verified and silicone is used in the manufacturing process of the gate valve assembly process. Magnesium is not used in the manufacturing process.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Additionally, a device history record review has been initiated to ensure that the device met all specifications upon distribution. A supplemental report will be sent with the investigation results.

Event description:
It was reported that during use of an atrioseptostomy catheter in a 5 days-old infant, the balloon was inflated with 2ml of air but failed to deflate after pulling it from the left atrium (la) to the right atrium (ra). In order to retrieve the catheter, the physician used a 10ml syringe and performed multiple inflation and deflation attempts. He also pulled the balloon into the inferior vena cava (ivc) to compress the balloon and additional saline was pushed into the balloon. No further intervention was required. There was no patient injury and the infant was reported to be doing well after the event.